Manufacturer narrative:
Correction: d10: dev. Serviced by a 3rd party?: no. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-27. Investigation summary: bd received 4 samples from the customer in support of this complaint. The samples were visually inspected for damage with no visible defects being observed. Functional testing was performed and the customer's indicated failure modes of draw volume and stopper off was not observed as all tubes were within specification limits with no issues observed with the stopper function. Additionally, 10 production lot in-house retention tubes were inspected with 0 visible defects. Functional testing of the retention samples was performed and all tubes were within specification limits and with no issues observed with the stopper function. Bd was unable to confirm the customer¿s indicated failure mode because the customer samples and the retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off and underfill¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes, the device experienced the stopper popping out of the tube along with underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing stoppers popping off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes, the device experienced the stopper popping out of the tube along with underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing stoppers popping off.